Event description:
It was reported that the ilet display intermittently showed duplicate numbers within the on-screen circle and the device became unresponsive to the sleep/wake button, remaining dark for several minutes before recovering; the user suspected heat exposure as a factor, and review of device logs for the reported timeframe showed no alerts or timing anomalies. Symptoms included no adverse clinical effects. Outcomes included no impact on therapy, no medical intervention, and no hospitalization. Investigation included review of available device logs and user-provided history with guidance to capture photographs or video during a recurrence. Investigation of this case revealed no malfunction alerts, no abrupt time changes, and no corroborating evidence in the logs, consistent with an intermittent user-interface/display or power-button responsiveness issue without confirmed device failure. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to inability to reproduce and lack of objective evidence of malfunction.

Manufacturer narrative:
Initial.